Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a non-serious ae that if it were to recur may cause serious injury. Inability to accurately interpret postoperative CT scans may lead to wrong therapeutic decisions, unneeded revision surgeries, etc. The presence of floseal ¿clumps¿ in the abdomen can also lead to an increased inflammatory reaction, granuloma and adhesion formation. In addition this report requires documented retraining of the user, since clumps of floseal in the abdomen are a reliable indicator for incorrect floseal application (non irrigation of excess, and/or a too slow application leading to the ¿glazed strawberry¿ formation (blood impregnated floseal excess). A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported to baxter from a project directo that floseal remains clumpy in abdomen for a while which may interfere with interpretation of CT results. No further information provided.

Manufacturer narrative:
(B)(4). Baxter (B)(4). Completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. Floseal instructions for use (IFU) has been reviewed and under application technique, the IFU requires to ¿irrigate excess floseal away so as not to disturb the new clot and use suction to remove excess¿ after an adequate amount of floseal is used to completely cover the tissue defect. No trend was identified. Per hayward, no further investigation is required. Baxter sales representative followed up with the reporting surgeon and discussed the instructions for use and how to appropriately use the product. The case will be kept on file for trending purposes.